Event description:
The procedure was a laparoscopic hepatectomy. Reportedly, while using the instrument the mechanical limit fault light activated. The surgeon, since this was the first time using the device laparoscopically, decided to convert to a laparotomy.